Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the atrial lead dislodged. The lead was repositioned and remains in use. During the lead revision procedure, the set screw on the ipg was unable to be fixed on the right atrial lead port. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.